Manufacturer narrative:
The device was received for evaluation. Functional testing was unable to be completed due to another alarm condition that occurred. A review of the event history log identified air in line messages. A check of the upstream sensor upper and lower fluid numbers found them to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through log review however no component issue was identified. The ultrasonic sensor will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.